Manufacturer narrative:
Results eval codes: investigation: smith medical intl's investigation stated that the report of cuff leakage was confirmed. Examination of the returned complaint sample found that the source of the leakage was a tear of 0.98mm in the pilot balloon. A review of our complaints history confirmed this to be the first complaint for these two possible product lots. Though there have been complaints of this nature on this product code, these are historical and do not indicate a systematic failure during MFR, especially when compared with sales of products annually. A further review of manufacturing records confirmed the presence of a cuff inflation check carried out on 100% of this line. Root cause: it is stated that the product was tested prior to use and only became deflated after one day; as such this incident is unlikely to be the result of a manufacturing fault. We feel the root cause of this incident is that the pilot balloon became punctured during use. This report has been logged for trending.